Event description:
A 4.0mm ti screw, implanted in 2001 for open reduction and internal fixation of left ankle with syndesmosis repair, "pulled off" post-operative. Patient was placed in a short leg cast and was to be non-weight bearing. Screw was removed in the next month.